Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the new display they ordered does not fit and that none of the lights were on. There was no report of patient involvement.